Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had an ambulance that was called but she was not taken to the hospital. Customer was sleeping and her spouse reported that she was thrashing in the bed. Customer was not responding to a glucose gel, so customer's spouse called 911. Customer was treated with an IV at home and was not taken to the hospital. Customer believes that she was given too much insulin and so she bottomed out. Customer declined troubleshooting. Customer stated that the sensor did not alarm and she had a low blood glucose level. Customer thinks that she over bolused. Customer stated that the sensors are working now and it alarms when she is low. No further assistance needed.